Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient presented remotely following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The patient was brought into the clinic after a remote transmission failed; the device could not be interrogated. A month before, device had a longevity of 4.5 years and now it could not be interrogated. Based on this observation, premature battery depletion was noted. The device was explanted and replaced. The patient was discharged post procedure in good condition.